Manufacturer narrative:
Device has been received but not yet evaluated.

Event description:
It was reported that the swan-ganz catheter was caught when trying to remove it from the patient. The entire introducer and catheter was removed. Follow up indicated that the catheter was caught at the hub and kinked at the introducer. It was further reported that the catheter was not caught in the patient but it was caught in the introducer. A new swan-ganz was not inserted because it was no longer needed for hemodynamic monitoring. No patient complications or intervention was reported.